Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging that the onetouch ultramini meter was missing segments. The following complaint was classified based on information obtained from the customer service representative (csr). The patient first discovered the alleged issue on (B)(6) 2013 (at 8 am).the patient manages her diabetes with insulin (no adjustments); it is not clear what action the patient took in response to the alleged meter issue. The patient denied developing any symptoms as a result of the alleged meter issue. According to the csr¿s documentation on (B)(4) 2013, the patient reportedly went to urgent care and during her time in the clinic, she reportedly was tested with the clinic¿s meter (result not known) and was administered 7 units of humalog insulin as treatment (at 9:30 am). At the time of troubleshooting, the csr verified there was no misuse of the lfs product and the patient was not using the subject meter for the first time. Replacement products were sent to the patient. This complaint is being reported due to the following conclusion: the patient claims she was unable to test her blood glucose due to the alleged issue. The patient was reportedly treated by an hcp for severe hyperglycemia after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.